Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h7, h9. The device was returned to olympus for inspection. The product analysis confirmed the reported event of "tip broken." The probe was broken. The fragment of the probe was not returned. A scratch was observed around the broken surface of the probe. The surface of the broken portion was inspected; a crack was spreading out from scratch. There were no traces of contact with the probe on the non-insulated parts. The reported event is inferred to have occurred through the following mechanism. 1) during output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. 2) due to ultrasonic vibration, scratches were generated on the probe. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the final investigation. Updates: h2, h11. The reported events and identified malfunction are inferred to have occurred through the following mechanism. 1. During output in seal and cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. 2. During output in seal & cut mode in state no.1, the coating of the probe peeled off. Also, a scratch was generated. 3. During output in seal mode in state no.1, probe damage error occurred. 4. A force was applied to the probe causing it to break off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasonic surgical device's tip broke and fell into the patient¿s body during a therapeutic thyroid procedure. The broken part was retrieved using forceps. There was a procedural delay of less than 30 minutes, back-up device used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.